Manufacturer narrative:
The reported failures of err_perm_fail_int_li_ion and err_batt_low_state_of_health_int_li_ion are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to a service center for recertification. There was no allegation of patient harm. The device was not in patient use. During the evaluation, the service technician found error err_perm_fail_int_li_ion (error code 193) and error err_batt_low_state_of_health_int_li_ion (error code 195). The internal battery needs to be replaced to address these error codes. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted the feet were missing and the rear case enclosure was damaged, which both were suggested to be replaced. Due to the need to replace the internal battery, the device was disqualified from recertification and will be scrapped.